Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of photos, the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had three small black marks on the optic. The issue was observed in the already implanted device once the intervention was completed. The patient is in post-implant follow-up stage. The surgeon still cannot assess vision quality, but was going to be seeing the patient again on (B)(6) 2023. The product is not available for return, as it remains implanted. Through follow-up, it was learned that the patient's vision "should not necessarily be altered" because of lens problem observed. No adverse effect have been reported. No further information was provided.

Manufacturer narrative:
No product was received, however a customer provided photo was evaluated. Additional information: section h3: evaluated by manufacturer: yes device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The pictures show a pseudophakic eye, claimed to be implanted with a dib00 (tecnis eyhance iol with simplicity delivery system iol model dib00. Small grayish/blackish spots/marks can be observed in the lens midperiphery at 3:00. The nature, root cause or the potential clinical impact of the reported event cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.